Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not restart. The customer's blood glucose value was 12.9 mmol/l. The customer was admitted to hospital. The customer did not manage to restart the pump with new batteries or anything. The customer was not wearing insulin pump during hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08740 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test . Device uploaded properly using carelink. Device powered up properly after the test battery was installed. Device was monitored for 2 days. No blank display noted. No motor error alarm noted during bolus or basal delivery. The motor was tested outside of the device and passed. Device had minor scratched display window, cracked display window, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip, a missing end cap sticker and a stained address or serial number label. (B)(4).